Manufacturer narrative:
(B)(4). Foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the driver(s) did not properly engage the screw(s). No further information has been made available at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed. The visual and dimensional inspections were performed. The returned device was visually examined and found to be twisted and fractured. Device history record (DHR) was reviewed and no discrepancies were found. The driver can fracture, if torque is applied, but this happens only after the driver first twists. The drivers have been designed to twist before fracture of the screw. The root cause can be related to plastic deformation as a result of the design of the device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the driver twisted and fractured during attempted implantation of screw. No patient consequences were reported as a result of the malfunction. No further information available.